Manufacturer narrative:
The end user reported that approximately six months ago, he fell and fractured his ribs when the crutch tips wore through. After the incident, he was evaluated in the emergency room and discharged home. He did not notify us of this incident until now. There is no sample to evaluate and no photos were sent. Without the sample, we have not confirmed the issue or identified a root cause. However, due to the reported injury, this medwatch is being filed.

Event description:
End use reported that he fell and fractured some ribs approximately six months ago when the crutch tips wore through.